Manufacturer narrative:
The insulin pump had a cracked battery tube threads and a minor scratched display window.

Event description:
It was reported by the customer's mother, that the customer had high blood glucose levels of 433mg/dl. Customer treated with the insulin pump. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).